Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2017 - product analysis: the device was returned and evaluated by product analysis on 09/05/2017 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed sudden voltage drops occurring. Moisture was observed within the battery compartment. A battery compartment crack was observed. Leak testing confirmed a battery compartment leak. The pump successfully completed a prime sequence without issue or alarm. The pump¿s current draws were within specification. No damage or defect was found to the pump¿s internal components.